Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient started the implantable neurostimulator (ins) was turning on and off. The patient claimed they recharged every 2 weeks and every time they charge it is off. The manufacturer representative met with the patient on (B)(6) 2016 and showed the patient how to use the patient programmer. The manufacturer representative believed that the patient was confused on what buttons to use on the left side of the patient programmer. The manufacturer representative stated that instead of hitting the ¿synch¿ button the patient was hitting the ¿off¿ button. The manufacturer representative assumed this was the issue and stated that since they educated the patient on using the programmer the issue may resolve. There were no patient symptoms reported. It was reported that this issue started a few months ago but it was unknown exactly when.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient 2019-03-25. It was reported the issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins was turning itself off again and that when this happens they do not see a lightning bolt, and they experience a return of pain. This issue was occurring 4-5 times a day and the patient then has to turn stimulation back on. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.